Manufacturer narrative:
Pump was received with intermittent button response due to flattened down arrow button dome switch. No cosmetic damage noted.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that down arrow button kept getting stuck. Customer's blood glucose was unknown. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.